Event description:
It was reported that two months and thirty days post dialysis catheter placement, the blue tip at the distal end of the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation and one photo was provided for review. Gross visual, tactile, microscopic and functional evaluations were performed on the returned device. The photo shows the partial view of the implanted catheter. Therefore the investigation is unconfirmed for the reported fracture issue as no evidence of fracture was noted. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and thirty days post dialysis catheter placement, the blue tip at the distal end of the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.